Manufacturer narrative:
At this time the product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor. Customer reported unknown trend arrows and a high reading of 425 mg/dl which was higher than a lab reading of 80 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.